Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and possible capture issues. The implantable pulse generator (ipg) exhibited marker misalignment also. The right atrial (ra) lead had an atrial lead position check (alpc) failure. The ipg, rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 429878 lead; implant date (B)(6) 2021 w4tr01 bi-ventricular pacemaker; implant date (B)(6) 202 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.